Event description:
During a routine hemodialysis treatment, a reported patient blood loss of 210 cc occurred. It was reported that a high venous pressure alarm occurred after 3 hours 45 minutes of treatment. The alarm could not be resolved. Manual rinseback could not be performed due to a clotted extracorporeal circuit. No medical intervention required.